Manufacturer narrative:
Additional suspect medical device components involved in the event product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17186312/16585824.

Event description:
It was reported that the patient spinal cord stimulator (scs) did not provide adequate pain relief. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. No further information could be obtained despite good faith efforts.